Manufacturer narrative:
The evaluation revealed: unit tested with multiple test scopes. No error message was found. Unit passed all functional tests. All video output signals and images tested ok. Unit has up to date main switch and software version 4.10. Advised customer to have their maj-1933 cable/clv-190 unit evaluated. A faulty maj-1933 cable/scope socket of the clv-190 could cause a b30 error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure, the device was giving a lot of errors and when doctor tries to capture images, it displays scope communication error (b30) and e40. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.